Event description:
It was reported that a customer encountered a cgm error noted as error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer decided not to reset the pump at that time and planned to call back later to continue troubleshooting.